Manufacturer narrative:
Investigation summary: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing label with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed in 4 of the 5 samples. Bd was not able to identify a definitive root cause for the missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced no label or missing label information ( all packaging levels). This event occurred six times. The following information was provided by the initial reporter. The customer stated: no label on several tubes. Before use. The label of several tubes is missing.